Event description:
Additional information was received. Patient started that the por has not been resolved but that they had an appointment with their health care provided on (B)(6).2020. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, bowel dysfunction/sacral nerve stim, and gastrointestinal/pelvic floor. The patient called because they were seeing a power on reset (por) on their patient programmer. They stated they were having a lot of trouble with holding their bowels and diarrhea. They went to adjust stimulation and saw the por message. They were redirected to their healthcare provider. No further complications were reported or anticipated.